Event description:
It is reported that the pt was revised due to dislocation of the head without dissociation of the constrained ring.

Manufacturer narrative:
Eval summary: zimmer products were used in combination with a competitor femoral stem ((B)(4)). Zimmer has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. With the info available, a definitive root cause cannot be determined; however this complaint may be re-evaluated upon receipt of add'l substantive info. Eval: mfg documentation was reviewed and found conforming to specs required at the time of manufacture.